Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, that medication not in pharmacy formulary. The customer stated that this malfunction unable to pull medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the medication not in pharmacy formulary. A technical support specialist unloaded the medication from the station and delete the medication from the facility formulary. Following this, tss approved the medication. The tss entered the necessary settings required for proper configuration. Finally, the medication was reloaded into the system to complete the process. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, that medication not in pharmacy formulary. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.